Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The cartridge was not returned for analysis. A non company iol, injector (handpiece) and viscoelastic were indicated. The product investigation could not identify a root cause. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Non company associated products were indicated. The reported complaint may be related to a failure to follow the IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, foreign material probably from the cartridge was seen on the iol. The foreign material was removed within the surgery. The surgery was completed.